Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 469 mg/dl. The customer mentioned that his blood glucose is now 240 mg/dl and he ate cereal and bloused for it. The customer's current blood glucose is 219 mg/dl. The customer was advised to change the entire set, reservoir and insulin and treat per health care provider's instructions.